Manufacturer narrative:
The product was not returned for analysis.  A review of the manufacturing documentation associated with this lot 17550379 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the manufacturer process in (B)(6), foreign material was confirmed in one box.  Foreign materials were mixed in the manufacturer seal of the aviator plus .014 4.0x40 142 cm.  There was no patient injury.  The products will be returned for analysis.

Manufacturer narrative:
As per further review of the reportability of this complaint this event has become non-reportable. Negligible likelihood of occurrence of death or serious deterioration in state of health as no death or serious deterioration in state of health has occurred.